Event description:
It was reported that the patient reported to the emergency room (ER). The patient was diabetic and had gastroparesis. The patient was also dehydrated and in renal failure. The reporter indicated that he did not feel that the patient was septic, yet, but the reporter believed the patient was "morphine stacking" and had an extremely low blood pressure (bp). The reporter thought that the patient had "hypemarcosis." The reporter had called the managing health care professional (hcp), and the reporter was told to call the manufacturer to get a local manufacturer's representative to turn the pump down. The reporter was directed to call the national answering service (nas). The reporter was upset that he needed to call a different number to have a manufacturer's representative paged. The manufacturer's technical service could not transfer the call from the cell phone and did not feel it was appropriate to ask any additional questions as a manufacturer's representative was needed urgently. Additional information received indicated that the event was caused by dehydration and that the event was attributed to "none" of the devices. It was further reported that the event was not device related. Signs and symptoms associated with the reported event were dehydration and confusion. It was reported that the patient did require hospitalization due to the event. However, there was no reported injury. Further reported information of importance included that the patient had a stable spinal morphine dose for over a year. It was also reported that the patient was admitted for confusion/dehydration both after the pump refill. The device was used to deliver morphine (infomorph).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).